Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that insulin leaked into reservoir compartment and there was smell of insulin. Customer's blood glucose was unknown but states that it was high. Customer was advised to return the reservoir for analysis.